Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient fell of their bicycle, with no apparent injuries. During a follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited episodes of over-sensed noise. The physician performed lead integrity testing and manipulation but could not recreate the episode of noise. X-ray images verified mechanical integrity. A request was made to have data from this device analyzed. A technical service consultant reviewed device data, confirming the estimated battery longevity is within normal limits. This sicd device remains implanted. No adverse patient effects were reported. New information was received indicating the patient received an inappropriate shock. Integrity testing including arm movements were able to recreate noise. The physician decided to explant this s-ICD device and electrode due to suspected damage. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.

Event description:
It was reported that this patient fell of their bicycle, with no apparent injuries. During a follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited episodes of over-sensed noise. The physician performed lead integrity testing and manipulation but could not recreate the episode of noise. X-ray images verified mechanical integrity. A request was made to have data from this device analyzed. A technical service consultant reviewed device data, confirming the estimated battery longevity is within normal limits. This sicd device remains implanted. No adverse patient effects were reported. New information was received indicating that this electrode and s-ICD was surgically explanted due to suspected damage. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.